Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery performed on (B)(4) 2018, it was found that the concorde bullet ((B)(4)) got broken at the site where the insertor was attached and resulted in an unsuccessful insertion. The surgery was successfully completed and there was no adverse consequence to the patient. No further information has been provided by the hospital.

Manufacturer narrative:
(B)(4). Visual examination found that the cage threads were torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the cage threads becoming torn cannot be positively determined. However, a possible root cause may likely be that inadvertently cross threading occurred between the cage and cage inserter. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.